Manufacturer narrative:
The reason for this revision surgery was an infection. The previous surgery and the revision detailed in this investigation occurred 3 years apart. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. This investigation is limited in scope as limited information was provided to djo surgical - austin for examination. If information regarding cultures identified in the infection, the severity of the infection or any other relevant information is submitted at a future date, this investigation will be re-evaluated. A review of the implant device history records (DHR), shows that the reported components used in the previous surgery met design and manufacturing requirements. There were no non-conforming material reports associated with the product that may have contributed to an infection. The device was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to an infection. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the infection or inhibited the patient's immune system. There are multiple factors that may contribute to an infection that are outside of the control of djo surgical. There were no findings during this investigation that indicate that the reported device was the source or had a direct connection with the patient's infection. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to an infection, the surgeon removed and replaced the insert.